Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the intraocular lens implantation the patient had experienced burred distance and near vision. Hence the lens was explanted in a secondary procedure.

Event description:
Additional information was received, stating the patient vision not improved after correction. The symptoms were resolved, after replacing the lens. There was no patient harm. Doctor¿s prognosis is good.

Manufacturer narrative:
The lens was returned for evaluation. The lens has been cut in half, typical of insertion and removal from the eye. Solution is dried on the lens. Scratches and marks in the shape of a surgical instrument used to grasp the lens are observed on the optic. A power and resolution inspection could not be conducted, due to extensive damage. The file indicates, the use of a qualified cartridge and handpiece. The file also indicates, the use of a non-qualified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided, that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).